Manufacturer narrative:
Justification for no UDI: this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads and prompted a "lead fault" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the customer's report was not replicated or confirmed. Log review identified intermittent lead faults and defibrillation cable ID changes; however, these events did not indicate a device failure and can be attributed to factors such as poor electrode-to-patient contact or accessory connection issues. Functional testing did not reproduce the reported issue. The multifunction cable (mfc) and the mfc-to-cprd adapter were scrapped as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.